Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to atrial driven events. It was further reported the patient had additional therapy for atrial driven events and that the anti-tachycardia pacing appeared to slow the patient's rhythm. Additional device information received indicated the patient received therapy for supra ventricular tachycardia (svt) that was classified by the device as ventricular tachycardia (vt)/ventricular fibrillation (vf). Low amplitude r waves measurements were observed. The device and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.